Event description:
A customer contacted beckman coulter inc. (Bci) stating that 10 cuvettes fail water blank and they noticed cartridge chemistries (cc) sample probe dripping on the unicel dxc 800 pro synchron clinical systems. No incorrect results have been generated. No exposure to biohazardous material was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found broken cuvettes and clog in wash/vac probe #3. Cc sample probe was overflowing, and cc sample solenoid valve was clogged. Fse replaced multiple parts, performed alignments and a cuvette wash. Hardware issues may have contributed to this event.